Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console not receiving ac power as intended was confirmed via the console¿s functional analysis. The returned centrimag console (serial number (B)(6) was received at the european distribution center. The console was unable to be powered on upon arrival. The unit was troubleshot, and its fuses were observed to be electrically damaged. The unit was opened and inspected at a component level, and a component on its 24-volt power supply was observed to be damaged. Damage to the 24-volt power supply could cause the console¿s fuses to become damaged and could prevent the console from powering on and receiving ac power as intended. The power supply printed circuit board (pcb) was replaced with a new assembly, and the console¿s fuses were replaced with new fuses, resolving the issues. Then, the console was able to function as intended, and the serviced and repaired console was returned to the customer site after passing all tests per procedure. The root cause of the reported event was determined to have been the 24-volt power supply pcb becoming damaged; however, the root cause of the power supply pcb¿s damage was unable to be conclusively determined. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during daily inspection, it was found that the centrimag console did not appear to be charging as there was no flashing light indicating it was charging. After changing power source several times, it was determined that the issue was with the centrimag console. Troubleshooting was noted to have not resolved the issue. There was no patient involvement in the event.